Event description:
A surgeon reported a patient had an intraocular lens (iol) exchanged due to an unexpected refractive outcome. The lens was exchanged for a same model lens of different power. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not benn received. (B)(4).